Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed that the top and right plunger cases were cracked, the battery door was damaged and the tamper seal was removed/broken. Review of the event history log showed an occurrence of a "check clutch/plunger lever" error. The reported issue was duplicated during functional testing that involved occlusion testing. The investigation determined that the cause of the reported issue was that the clutch halves were not operating as intended. The clutch halves were replaced. The lead screw was also replaced as a preventive action. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Additional information: h6 health effects health impact updated.

Manufacturer narrative:
Describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 09-nov-2022 via email and attached to the complaint object. No patient involvement.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the clutch not working properly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.